Event description:
It was reported that the device overheated during a procedure. There was no delay in the procedure or medical intervention alleged with this event. The procedure was completed with another unit.

Manufacturer narrative:
Internal components were evaluated which revealed the presence of corrosion on the rotor assembly, compression spring and the eject stop.